Event description:
The customer reported via phone call that the threshold feature was prompted when their blood glucose was not low. The customer reported their blood glucose was 94 mg/dl and their sensor glucose was 51 mg/dl. The customer stated they did not observe bent cannulas on their previous sensor. Customer's sensor will be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.